Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had one spectra penile prosthesis cylinder removed due to erosion. A new spectra penile prosthesis cylinder was implanted on (B)(6) 2016. No additional patient complications were reported in relation to this event.